Event description:
According to the information received via a phone conversation with the cardiac coordinator, two weeks postoperatively, the leaflets were "stuck" in the open position. Intraoperatively, thrombus was removed from the valve and the surgeon attempted to rotate the valve with a handle/rotator from a different valve however, the valve would not rotate. The valve was explanted and replaced with 31mj-501. The patient expired less the 10 hours postoperatively due to surgical complications.